Manufacturer narrative:
E1: patient city: (B)(6). Name medtronic minimed street 18000 devonshire street city northridge state ca zip code 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient experienced tape not sticking event on 01 jul 2026, since product did not adhere due to little glue and cannula detached.